Manufacturer narrative:
The insulin pump was received with a cracked display window corner. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that they had high blood glucose and bad infusion sets. Customer also states that there is a crack on the lower left corner of the screen. The blood glucose reading is 487 mg/dl. The insulin pump will be replaced. Nothing further reported.